Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and the usb door was missing, and usb interface damage was observed. The receiver was charged and will boot. The receiver log was reviewed, and "rttloss" was observed, which caused the receiver to start back at the set time screen. A receiver functional test was performed and passed all relevant tests. A visual interior inspection and battery inspection was performed and failed. A battery voltage test was performed and passed. The complaint that the receiver ceased to function was confirmed. The root cause was determined to be moisture damage.